Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that there was persistent type ii endoleak leading to aneurysm enlargement. It was reported that the stent graft was intended to be explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has not received the explanted stent graft for analysis.